Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. The initial reporter also notified the FDA via medwatch # mw5075301. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined. Device manufacture date: unknown.

Event description:
It was reported during use of the unspecified insulin syringe the wife, rn, was administering husband im testosterone. Toward the end of injecting medication a loud pop was heard. Upon lifting the syringe away from the body there was no needle. Both the wife and the husband thought the needle remained in the husband's buttock - right upper outer quadrant. Husband in no acute distress. Tolerating it all very well. Pcp contacted ¿ x-ray ordered and done. Visited surgeon to discuss removal of needle. It was during this visit that it was discovered that no needle was visible on x-ray. During the visit when surgeon was looking at the syringe he shook it, at that point, the needle came flying out into the barrel of the syringe.¿